Event description:
It was reported that the right atrial lead had no capture and an "open circuit." The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5054 implantable pacing lead 2004 (B)(6). (B)(4).